Manufacturer narrative:
B5: upon follow up it was reported the patient was recovered from the peritonitis event. Seven days after event onset, pd therapy was discontinued, the pd catheter was removed and the patient switched to hemodialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by cloudy effluent. The breach in aseptic technique was described as patient made an unspecified mistake. On an unknown date, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1g, ongoing, route, frequency not reported) and amikacin injection (125mg, ongoing, route, frequency not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. It was reported that the patient was not retrained on the proper aseptic technique. No additional information is available.